Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking near the port. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Due to the poor quality of the image, the leak could not be visualized clearly. Therefore, the reported condition could not be verified. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.